Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed an adhesive skin patch on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.